Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a gynecological procedure on an unknown date. The patient reported that not long after it was implanted, the patient experienced vaginal vault erosion and mesh had to be partly removed in subsequent second operation. The patient is awaiting further surgery to have all of the mesh removed as the patient has experienced additional vaginal erosion and pain. The patient also experienced experiencing severe abdominal pain, spotting, increased incontinence, painful and incomplete bladder voiding, repeated cystitis and painful intercourse months after it was implanted. The patient is also experiencing nerve damage problems. No additional information was provided.